Event description:
Reporter stated that pt obtained a blood glucose result of 163 mg/dl on the complete system at 8:22 pm. At 10:00 pm, pt delivered 15 units of lantus and went to sleep. Reporter stated that, around 3:00 am, pt was "out-of-it". Reporter tested pt's blood glucose, using the complete system, and obtained a result of 144 mg/dl. Based on pt's symptoms, reporter attempted to treat pt with orange juice. Less than 10 minutes later, pt's blood glucose was retested on a paramedic's device with a result of 42 mg/dl. Reporter stated that pt was transported to the hospital where she was treated with glucose. Pt was reportedly released from the hospital 6 - 8 hours later. The hypoglycemic event occurred in pt's home. Quality control testing had not been performed on the complete system. Technical support requested the return of the suspect product and replacement product was shipped. Complete system: meter, comfort curve strip lot 549408 with expiration date 12/31/2007.

Manufacturer narrative:
The comfort curve test strips are the suspect device.